Event description:
A malfunction in the insulin pump was reported, with the customer declining to share information about whether the issue affected their blood glucose level. There was no reported impact to the customer¿s blood glucose level. The pump, which was under warranty, was replaced by technical support. Instructions were provided for the return of the malfunctioning pump, but the customer did not disclose their backup therapy plan.